Manufacturer narrative:
Device evaluation: the report that the power module was emitting a burning smell and being a shock hazard due to damage was not observed when the unit was evaluated by the manufacturer's technical services team. A crack in the unit's casing was observed; however, the unit was operated for several days and passed all tests. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient smelled an electrical burning scent from the power module and was shocked by the unit when the patient touched it. There were no alarms active during the event. The unit was sent back to the manufacturer for evaluation and repair if necessary.